Event description:
Cat scan table malfunctioned causing pt to be reintubated. Svc was called and staff was told this was due to a software glitch. Apparently, what happened was the pt's head was inside the machine when the table "went to the other side" and pulled the pt's tube out. The pt was reintubated. Siemens will come to the facility to repair the equipment.